Event description:
Hospital is having sporadic issues of secondary infusions being delayed due to concurrent flow from the primary. Secondary infusions are primarily antibiotics in 100ml bags. No specific event details are known. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated no product will be returned because the sets were discarded. The customer complaint of concurrent flow with secondary infusions could not be confirmed due to the product was not returned for eval. The root cause of this failure was not identified.